Event description:
Patient reported right "capsular contracture and pain" baker grade unknown, "rash on chest", and "thyroid issues" (non device related). Patient representative later reported right "fear of alcl, emotional distress, anxiety", "breast swelling", "lumps in the breast or armpit, lymph node removal", "redness or rashes". Also reported "headaches", "back pain", "chronic fatigue", and "hair loss, chronic nasal congestion, brain fog" are non device related. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "capsular contracture and experiencing a lot of pain," "has a rash on her chest that comes and goes...it looks like "ringworm." And has been "experiencing thyroid issues". This record is for the right side. Device remains implanted.